Event description:
Complainant alleged that while attempting to defibrillate an unresponsive (B) (6) female pt, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.